Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their ins reprogrammed and now, since saturday or sunday they were having troubles with restless leg syndrome at night. They mentioned that it gets ¿really bad¿ and uncomfortable. They stated that they couldn¿t sleep and they had to get up to take aspirin. The patient mentioned when they were reprogrammed, they could feel the intensity going down both their legs and wondered if their ins programming could contribute to the restless leg syndrome. The patient mentioned they had never turned their ins off during the night and they were wondering if they could do that. The patient also mentioned that they get restless leg syndrome ¿3 or maybe 4 times a year, but this was the worst they have had it¿. It was reported that the patient had a fall that may have contributed to the issue. During the call the patient stated that they had fallen about 10 days ago. Patient services reviewed stimulation information with the patient and redirected them to follow-up with their healthcare provider (hcp) to have their device checked. The event occurred in 2019. No further complications were reported/anticipated.